Event description:
The patient suffered an impact to the implant area and since this time, has no access to sound. A CT scan has been ordered to check the placement of the electrode.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to the reported external impact to the active electrode. All the problems given in the patient report and the reported accident appear to match well with this finding. This is a final report.

Event description:
The patient suffered an impact to the implant area and since this time, has no access to sound.

Manufacturer narrative:
Additional information based on the received information, it is very likely, that the active electrode has been damaged due to the reported accident. However to determine an exact root cause, a device investigation would be necessary. The complaint can be re-opened if further relevant information is available.

Event description:
The patient suffered an impact to the implant area and since this time, has no access to sound a CT scan has been ordered to check the placement of the electrode.